Event description:
It was reported to boston scientific corporation that a zero tip retrieval basket was used during a cystoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the surgeon used a basket to get the stone in the ureter. The stone was large that the extension of the basket was wrapped around the stone and it detached. The 5 inches of the basket fragment was retrieved from the patient. There were no patient complications reported as a result of this event. The patient's condition post procedure was unknown.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(6).

Event description:
It was reported to boston scientific corporation that a zero tip retrieval basket was used during a cystoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the surgeon used a basket to get the stone in the ureter. The stone was large that the extension of the basket was wrapped around the stone and it detached. The 5 inches basket fragment was retrieved from the patient using a zero tip retrieval basket. Holmium laser was used to break up the stone and bilateral ureteral stents were placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition post procedure was stable.

Manufacturer narrative:
Additional information received on (B)(4) 2013 stated that the fragment was retrieved from the patient using a zero tip retrieval basket. Holmium laser was used to break up the stone and bilateral ureteral stents were placed. Patient was stable after the procedure. Analysis of the returned zero tip retrieval basket revealed the introducer was on the proximal end of the sheath when received. The basket was detached when received; the detached basket was returned. The detached fragment was bent and measured approximately 12.5cm. All of the basket wires were present and attached; however, two (2) of the basket wires were bent. The outer sheath was kinked in several locations. The sheath was twisted/buckled for approximately 10cm starting approximately 55 cm from the proximal end. Further visual analysis noted there was a torque mark present on the handle cap to indicate the application of the torquing process. The handle cannula was visible through the handle. A functional evaluation was performed and when the handle was actuated, it functioned smoothly. The handle cap was removed; the cap was tight. The handle cannula extended approximately 2mm from the proximal end of the pinch vise, which meets specification (minimum of flush). The luer and sheath were removed from the handle. The wire sub-assembly (s/a) was removed from the proximal end of the sheath; the wire moved freely through the sheath during removal. The basket detached at the splice cannula. Crimp marks were present on the splice cannula to indicate proper crimping during manufacturing. Adhesive residue was present in the splice cannula and proximal end of the detached basket wire to indicate adhesive applied during manufacturing. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for functionality/integrity. The manufacturing in-process pull test samples all met specification. Therefore, the most probable root cause for the complaint is operational/physiological context.